Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Device 1 of 2 reference MFR. Report# 1627487-2019-00400. It was reported that the patient was admitted to the intensive care unit due to numbness in their lower extremities. Patient states that the issue began when they first started using stimulation. The patient states they have fallen several times since the system has first been implanted. X-rays have been taken but images are not available. Patient has refused to go to any post-op appointments or reprogramming sessions.

Event description:
Device 1 of 2. Reference MFR report number: 1627487-2019-00400.